Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. It was reported post the evar procedure, a right groin pseudoaneurysm related to the index procedure developed and this was monitored for over 18 months. Approximately 2 years post the index procedure, CT showed the pseudoaneurysm was slowly getting larger. The patient was hospitalized and a right groin pseudoaneurysm repair was completed where a sliver impregnated graft was placed. The event is currently reported as recovering/resolving. The site assessed the right groin pseudoaneurysm as probable related to the device, probable related to the index procedure and probable related to an underlying condition/disease.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1620c156ee, serial/lot #: (B)(6), ubd: 10-may-2026, UDI #: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 30-apr-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.